Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed with excessive no delivery. The patient's blood glucose at the time of incident is unknown, but the mother reports that the customer feels badly. The customer's mother contacted their health care professional and tried different lots and different infusion sets, but the no delivery issue persist. The customer's mother is sure that the issue is the pump and fears for the patient's life. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump received with normal operating currents. The insulin pump passed the self-test, error test and off no power test. The insulin pump had minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.